Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a plum duo infusion system, and it was reported that norepinephrine infusion stopped running as screen froze. Mean arterial pressure dropped and required quick intervention with push dose neosynephrine. There were patient involvement and patient harm.